Manufacturer narrative:
Additional information has been requested. Device has not been explanted. Device history record review has been requested. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Event description:
Patient underwent l4-l5 arthroplasty and l5-s1 fusion in 2007; post operative x-ray did not show a fracture. CT scan in 2009 revealed a vertebral body fracture at l5. Patient is not on restrictions and has no reported problems. This is the first of five reports for this event.